Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence. It was reported that after implant, the patient experienced menorrhagia, dysmenorrhea, uterine fibroids, history of abnormal paps, status-post leep procedure and urinary incontinence. Treatment includes revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.